Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports,pathology reports indicating the strain of bacteria, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat#6570-0-136_jr; lot#68260004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Possible infection, I & d washout. Surgeon removed liner/head. Washout and new liner/head implanted. No complications.